Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. Non-sustained lead noise episodes due to oversensing was also observed. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. (B)(6).